Manufacturer narrative:
The customer reported antifoam spilled on the night of (B)(6) 2021. The spilled antifoam was quickly contained and wiped; however, it left a slick spot on the floor. On the night of (B)(6) 2021, someone slipped on the slick spot and fell. The individual was sent to the emergency room (ER) for medical attention. Customer stated the individual was excused from work for a few weeks. No further details were provided. Beckman coulter customer technical support (cts) advised the customer the material safety data sheet (msds) states to absorb spilled material with an appropriate inert, non-flammable absorbent and dispose according to local regulations. Additionally, cts advised the customer to try cleaning with some soap and water. The available information does not reasonably suggest that the instrument or reagent malfunctioned. The failure mode is spilled antifoam that was not cleaned up according to msds. Customer was satisfied with the support and had no further questions. Age, weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported an individual slipped and fell due to spilled antifoam. There were no reports of erroneous results or exposure related to this event. The individual was sent to the emergency room (ER) for medical attention. Customer stated the individual was excused from work for a few weeks. No further information was provided regarding any treatment for the individual or the extent of the injury.